Event description:
It was reported that the customer received a compromised force sensor system alarm, and insulin was squirting out during manual prime. It was also reported that the drive support cap was loose. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to verify a33 alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners, reservoir tube, belt clip slot and minor scratched lcd window.